Manufacturer narrative:
Internal file number - (B)(4). The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr)and similar incident query for this product was not performed since the lot number was not reported and the product labeling was not returned. It should be noted that the instructions for use (IFU), gw, hi-torque guide wires for ptca, pta, and stents states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was reported the physician used force in the attempts to remove the wire, this was due to the wire interacting with the anatomy, therefore the force applied during removal of the wire seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a saphenous vein graft to the right coronary artery. A 190 cm balance middleweight (bmw) guide wire was used; however, there was resistance with the anatomy when removing the device. Therefore, the guide wire was pulled twice with excessive force and the tip separated inside the anatomy during the second pull. The tip of the device was left in the anatomy. The patient is stable. No additional information was provided.